Manufacturer narrative:
This report is being submitted to provide the investigation results, including the newly discovered reportable malfunction. A device evaluation was conducted during this investigation. The subject device was returned, evaluated, and as noted in b5, impurities were discovered in the light guide glass. Based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
While evaluating a returned olympus lucera videoscope it was discovered that impurities were present in the light guide glass. There was no patient involvement during this event.